Event description:
It was reported that pump experienced malfunction alarm with code malf 0, which was successfully cleared by pump reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to use alternate insulin method if needed, while technical support arranged shipment of replacement pump.